Event description:
During service by baxter, the infusion pump was found to contain an air-in-line sensor that was out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 15 2007. Failure code 810:04, an air sensor failure, was initially reported by the facility. The failure code was reported to have occurred during biomed testing. Evaluation summary: the condition of air-in-line printed circuit board out-of-calibration was confirmed during testing. Failure code 810:04 reported by the customer is generated when the air-in-line printed circuit board is out-of calibration. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.